Event description:
Healthcare professional reported "left side capsular contracture, baker grade IV." Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "left side capsular contracture, baker grade IV." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d6b, h4, h6.